Event description:
The customer's caretaker reported via phone call that the insulin pump may not have been functioning properly. Caller reported that the customer was recently hospitalized with a blood glucose level over 600 mg/dl. Caller reported that the customer was slurring and had trouble walking. Blood glucose level at the time of the call was 154 mg/dl. Troubleshooting did not show any malfunction of the insulin pump. The customer will monitor the device and will not return it for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.